Event description:
It was reported that this pacemaker was replaced after less than two months of implant. A stitch broke in the pocket incision, and did not heal well. There was no evidence of infection or erosion. As a result, the pacemaker was explanted and replaced, and device pocket was revised. The explanted pacemaker was sent to pathology, and the facility will handle product return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker was replaced after less than two months of implant. A stitch broke in the pocket incision, and did not heal well. There was no evidence of infection or erosion. As a result, the pacemaker was explanted and replaced, and device pocket was revised. The explanted pacemaker was sent to pathology, and the facility will handle product return. No additional adverse patient effects were reported.